Manufacturer narrative:
Manufacturing site evaluation: evaluation is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: detachment thread/needle during suture.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 25 unopened pouches. There is one previous complaint of this code batch. There are no units in stock. Tightness test to the samples received was been performed and the units were found to be tight. Needle attachment tests of the samples received was completed and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record was completed and the product had a normal process, the results during the process fulfill all requirements. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.